Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6). It was reported that the patient experienced myocardial infarction and stenosis occurred. In (B)(6) 2014, the patient presented with silent ischemia and was referred for cardiac catheterization. Five days after, the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) artery with 70% stenosis and was 76mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with direct stent placement of 2.75x38mm and 3.00x38mm promus element stents. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and other antiplatelet medications. In (B)(6) 2018, the patient was diagnosed with acute st elevation myocardial infarction and was hospitalized on the same day. Coronary angiography revealed 100% stenosis in the lesion the left main coronary artery (lmca) to proximal lad. The long lesion from the lmca extending to proximal lad was treated with percutaneous coronary intervention (pci), with 0% residual stenosis.

Manufacturer narrative:
Device is a combination product. Update: b5 describe event or problem. Correction: h6 patient code - removed 2100: thrombosis.

Event description:
Promus element china clinical study. It was reported that the patient experienced myocardial infarction and stenosis occurred. On (B)(6) 2014, the patient presented with silent ischemia and was referred for cardiac catheterization. Five days after, the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) artery with 70% stenosis and was 76mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with direct stent placement of 2.75x38mm and 3.00x38mm promus element stents. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and other antiplatelet medications. On (B)(6) 2018, the patient was diagnosed with acute st elevation myocardial infarction and was hospitalized on the same day. Coronary angiography revealed 100% stenosis in the lesion the left main coronary artery (lmca) to proximal lad. The long lesion from the lmca extending to proximal lad was treated with percutaneous coronary intervention (pci), with 0% residual stenosis. It was further reported that during the index procedure, the target lesion was treated with pre-dilatation prior to placement of the two promus element stents. On (B)(6) 2018, stent thrombosis occurred and intervention performed was intracoronary stent implantation/target vessel revascularization (tvr). Six days later, the patient was discharged and the event was considered recovered/resolved a month thereafter. It was previously reported that stent thrombosis occurred. Additional information received indicated that stent thrombosis was not present.

Manufacturer narrative:
Device is a combination product. B5 describe event or problem updated. H6 patient code - added 2100: thrombosis

Event description:
Promus element china clinical study it was reported that the patient experienced myocardial infarction and stenosis occurred. In september 2014, the patient presented with silent ischemia and was referred for cardiac catheterization. Five days after, the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) artery with 70% stenosis and was 76mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with direct stent placement of 2.75x38mm and 3.00x38mm promus element stents. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and other antiplatelet medications. In (B)(6)2018 , the patient was diagnosed with acute st elevation myocardial infarction and was hospitalized on the same day. Coronary angiography revealed (B)(4) stenosis in the lesion the left main coronary artery (lmca) to proximal lad. The long lesion from the lmca extending to proximal lad was treated with percutaneous coronary intervention (pci), with 0% residual stenosis. It was further reported that during the index procedure, the target lesion was treated with pre-dilatation prior to placement of the two promus element stents. In (B)(6)2018 , stent thrombosis occurred and intervention performed was intracoronary stent implantation/target vessel revascularization (tvr). Six days later, the patient was discharged and the event was considered recovered/resolved a month thereafter.